Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they worked at a federal prison and were concerned about the metal detectors depleting their implant, the patient noted that they had to go through them every day. The patient was referred to follow up with their healthcare professional (hcp). No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.